Event description:
It was reported that the right ventricular (rv) lead had impedance changes, noise, and was oversensing. The rv lead was explanted and was replaced. Subsequently, the rv lead tested out of specification during the manufacturer's analysis. Additionally, during the replacement procedure, the atrial lead dislodged during extraction of the rv lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The analyst noted that there was intermittency between the pin and the cap on the is-1 connector. The distal conductor was distorted. The defib conductor was distorted, cut, and melted. The proximal conductor was cut. All conductors had blood/body fluid (not obstructed). The inner insulation was kinked/buckled. The outer tubing overlay was melted, and had cosmetic environmental stress cracking. The outer tubing had environmental stress cracking breach/breach (non-electrical). The outer insulation was torn, was breached cut, had a white substance, and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. The analyst also noted that the interior right ventricular defib cable was melted as 57.5cm and cut at 58cm; the exposed coil continuity was complete. (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. All conductors were distorted, stretched, and had blood/body fluid (not obstructed). The distal conductor was fractured (overstress). All insulation's were torn. The outer insulation had a white substance and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched and had apparent explant damage.